Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient was seen at the clinic to increase volume levels. The patient can supposedly detect loud sounds. The patient has reportedly fallen out of his bed. The patient has been re-implanted.

Event description:
It was reported that the patient was seen at the clinic to increase volume levels. The patient can supposedly detect loud sounds and will be seen in 30 days to re-measure channels impedance. The patient has reportedly fallen out of his bed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.